Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges eye, nose and respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response, liver disease/ toxicity, lung disease and reduced cardiopulmonary reserve. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response, liver disease, lung disease and reduced cardiopulmonary reserve. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, product investigation laboratory was able to confirm the device powers on and provided airflow. The error log showed 32 errors logged. Product investigation laboratory observed the control knob was missing. An insect was observed on the blower cap. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants. Product investigation laboratory observed one of the screw bosses on the blower motor was broken. The screw from the blower motor was observed on the sound abatement foam. A brownish dust-like contamination was observed on the right panel, in the iso port, air inlet, on the pca, on and under the blower cap, on and inside the blower motor, on and under the blower housing on the sound abatement foam and walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.